Event description:
It was reported that the device had display/ screen, weak 7 segment. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they affected for recall dim segment replaced u4 on display board. Lvp lifted keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the led display grn 7seg 7.6mm dip10. A review of the device history record showed the device had a manufacture date of 01aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
H6, h7, h9 & h10 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they affected for recall dim segment replaced u4 on display board. Lvp lifted keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 01aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the led display grn 7seg 7.6mm dip10. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device had display/ screen, weak 7 segment. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device return expected, but not yet received.

Event description:
It was reported that the device had display/ screen, weak 7 segment. No additional information was provided. There was no patient involvement.